Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: lumbar fusion. Levels implanted: l4-iliac. Pre-operative diagnosis: spondy. It was reported that post-operatively patient had back pain and leg pain due to broken rods. The device came in contact with the patient. No fragments of broken rods were remained in patient. No patient complications occurred due to this event.

Manufacturer narrative:
Additional information: product analysis: visual review confirms rod breakage. Damage and smearing noted on fracture surfaces. No pre-existing surface defects were identified that could contribute to the breaks. Dimensional inspection confirms conformance to print specification. After visual, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with material overload resulting from failure due to cyclic fatigue. If information is provided in the future, a supplemental report will be issued.